Event description:
It was reported that the device illuminated the service indicator and following the user test, it intermittently failed to recognize the therapy cable connection and displayed the "connect cable" message on the screen. Furthermore, the device would not power off and turned itself back on to display the same message. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. Physio is in the process of investigating the reported/observed failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.